Event description:
It was reported a minicap extended life pd transfer set separated. The "dark blue portion became partially separated from the rest of the transfer set". No leak was observed. The catheter was clamped at the time of the event. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H0: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.